Manufacturer narrative:
No sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having two patients who experienced toxic anterior segment syndrome (tass) following an ocular procedure. The phaco tips used during the procedure were noted discolored after the surgery, and the facility believes this may be a contributing factor. Additional information has been requested. This is the first of two medical device reports for this facility.